Manufacturer narrative:
The subject cv-170 has not been returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject cv-170 to determine the cause of this phenomenon when omsc receives it. Cv-170 instruction manual states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Before procedure of endoscopic diagnosis using the cv-170, when the user switched on the processor cv-170, front panel keys stopped working and output ports also stopped working suddenly. At that time the patient had been anesthetized. The procedure of endoscopic diagnosis was canceled. There was no report of the patient¿s injury regarding this event other than the patient was anesthetized.

Manufacturer narrative:
This is a supplemental report to provide additional information. Omsc was informed that the indicators on the front panel were blinking at this event. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The device history record was reviewed and found no irregularities. Based on the reported information so far, it was known that the cause of the reported failure phenomenon was attributed to failure of the examination lamp or raise of the inside temperature of the subject device. The cv-170 instruction manual states that the corresponding method when there is an abnormality for the subject device.